Manufacturer narrative:
The insulin pump had intermittent button response due to button connector being unlocked on the lcd window. The device had scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they could see the drops of insulin at the end of the tubing and when they would press the act button it was unresponsive. Customer's blood glucose reading was 133 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.